Manufacturer narrative:
This report is being submitted to correct the patient code description field (h6) in section h, device manufacturers only.

Event description:
It was reported by the patient that they sustained injuries due to the device and/or procedure. No further information regarding the event or device can be obtained.

Event description:
It was reported by the patient that they sustained injuries due to the device and/or procedure. No further information regarding the event or device can be obtained.

Manufacturer narrative:
A review of the manufacturing documentation for the intracept access instruments revealed that no anomalies or deviations related to the event occurred during manufacturing. The intracept access instruments were not returned for analysis and the event as reported could not be confirmed. Record review revealed no additional information related to the event. Therefore, this investigation is unable to determine a probable cause for the reported event.

Event description:
It was reported by the patient that they sustained injuries due to the device and/or procedure. No further information regarding the event or device can be obtained.